Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was not cutting properly, and skipping. Add'l clinical f/u with the hosp on 04/19/2011 indicated that the original graft was used and that no add'l grafts were required.